Manufacturer narrative:
Device is combination productdevice evaluated by manufacturer:it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4).

Event description:
It was reported that during a percutaneous coronary intervention procedure, vessel perforation occurred. The target lesion was located in the severely tortuous and severely calcified mid right coronary artery. Predilation was completed with a 2.5x15m emerge balloon catheter. This 3.5 x 28 mm promus premier stent was selected; however, during placement there was a perforation in the center portion of the stent. A wallgraft was placed inside the stent to stop the perforation. The procedure was completed with this device. No patient complications were reported and the patient's status is stable.